Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cable would sometimes fall out of the pump when plugged into the pump to charge. Reportedly, the customer had to hold the cable in pace to get the pump to charge. A different usb cable fit into the pump with no charging issues. There was no reported impact to blood glucose.